Event description:
It was reported the lead and extension were explanted. It was noted there was a lead/extension/accessory breakage.

Event description:
Additional information received from the health care provider reported that the cause of the event was a lead fracture. There was a surgical revision on (B)(6)-2012 to replace the left lead and extension. There was a radiological review on (B)(6)-2012 that indicated a lead fracture. Patient hospitalization was required. It was noted that the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2012-(B)(6), product type extension product ID 3387s-40, lot# unknown, explanted: 2012-(B)(6), product type lead. (B)(4): analysis of the extension revealed there was no anomaly found. Analysis of the lead revealed the stimulation body conductor was broken within 10 cm of connector area.